Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the end user states the chair will speed up then slow down.